Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer who reported observing smoke coming from the compartment of I-stat analyzer sn (B)(4) during operation. The product did not become hot to the touch. There was no additional information at the time of this report. There were no injuries reported. The analyzer was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. The analyzer was operating on rechargeable batteries at the time of the event. At this time there is no reason to believe product will become hot to the touch. The product was replaced and returning for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 22-jul-2022. Failure analysis confirmed the customer complaints of failure to activate as well as unexpected power-down. The cause was determined to be the failure of multiple components in the vbatt and vbb circuit, which also contributed to the smoke reported by the (B)(4) 112017 was found to be have failed which likely caused the component failure in analyzer s/n (B)(4) as well as the smoke and the warm to touch condition when docked in the drc at the customer site. It should be noted that the analyzer rechargeable battery as well as the drc power supply and power cable that were in use at the time of the incident were not returned and cannot be ruled out as contributing factors.

Event description:
Na.